Event description:
The pt has an inflammatory mass; noted to be a lump of "calcium build up" near the catheter. The physician confirmed this with an x-ray. The pt had an increase in her baseline pain. The pt stated that she "gets sick from dilaudid that was in her pump" and was switched to morphine; the morphine did not relieve her pain like stronger medications did. Additional info has been requested, a follow-up report will be sent if additional info becomes available.